Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Pump had passed the displacement test but 5.0 fill cannula was interrupted by alarm and there was delivery after 3.0u. Customer had high blood glucose and was on insulin pen. Customer stated there was no delivery even after changing infusion set and reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.